Event description:
It was reported when the stimulation was on the patient experienced a shocking sensation. The patient had not used the stimulation for two years due to it feeling like it was "electrocuting them." The stimulator had been reprogrammed many times. No lead issues had been found. The patient was considering device explant. Additional information has been requested.

Manufacturer narrative:
(B) (4).